Event description:
It was reported that while inserting the ultrabutton, it did not go up through the tunnel, so it was decide it to remove it. When it was being removed the ultrabutton locked up inside the patient and it was not possible to use it again. Another ultrabutton in order to complete the procedure. There was a delay of more than 30 minutes, no patient injury reported.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the ultrabutton locked prematurely. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) manipulation of the device. Or (2) incorrect tunnel preparation. Incorrect manipulation of the flipping suture and incorrect tunnel preparation can result in damage to the device or device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device available for evaluation: corrected data.